Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 400 mg/dl. The customer was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on with no permanent damage on (B)(6) 2025. A replacement pump was sent to the customer to resolve the issue.